Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles, deformation, and the weight of the device was within specification. After the autoclave cycle, cloudy gel was observed. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. Additional, changed, and/or corrected data: b.5, h.3, h.6.

Event description:
Patient reported right side capsular contracture, baker grade IV, and "breast was like a rock". Patient also reported "arms hurt"; this is not device related. Healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV, and "breast was like a rock". Patient also reported "arms hurt"; this is not device related. Device remains implanted.